Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of would not articulate. The instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube. No other damage was found. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci incisional hernia repair procedure, the fenestrated bipolar forceps instrument would not articulate. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.